Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced atrial fibrillation ("atrial fibrillation") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered anxiety, atrial fibrillation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced atrial fibrillation ("atrial fibrillation") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered anxiety, atrial fibrillation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.